Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. [Mw5092241.pdf].

Event description:
It was reported that the prong of the driver broke while attempting to remove a screw. The case was completed using an alternate removal tool without reported patient harm.

Manufacturer narrative:
Additional information in b4, d4 (UDI), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned device was evaluated. Visual inspection revealed that the prongs at the tip have fractured and twisted. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. The likely cause for the fracture is due to the possibility that the screw was integrated with the body, more force would be required to remove it and without the possibility of a direct approach angle, the mechanical properties of the instrument are weakened, allowing it to more readily fail as seen.

Event description:
It was reported that the prong of the driver broke while attempting to remove a screw. The case was completed using an alternate removaltool without reported patient harm.